Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory (B)(4) reports that the patient was revised to address chronic pain. Doi: (B)(6) 2006 dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address chronic pain.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 5/27/2016: litigation received. Litigation also alleges elevated metal ion levels. The stem is now being added to the complaint. This complaint was updated on: 6/10/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. No other reports were found against the remaining product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.